Event description:
Reference number (B)(4). Event occurred in the united states it was reported that the patient faced occlusion issue on (B)(6) 2026. The patient's wife heard beeping sounds and error message "tubing blocked" from the pump screen. No further information is available.